Event description:
In 2009, the patient reported that she experienced elevated blood glucose of 396 mg/dl yesterday, and today her blood glucose measured 368 mg/dl. At the time of the report, her blood glucose measures 217 mg/dl. She stated that she has been bolusing through the infusion device to lower her blood glucose, she programmed a temporary basal rate increase of 120%, and she injected 4 units of insulin via syringe. She stated that she changes the infusion site every 1-4 days and she uses the infusion tubing for up to 1.5 weeks. She was advised to change the infusion site every 3 days and the infusion tubing every 6 days. She did not know how long the adapter had been is use and she was advised to change it with every 10th insulin cartridge change. She stated there was a large air bubble in the insulin cartridge yesterday that she was not able to remove. She changed the insulin cartridge and stated that now there is a small air bubble in her current cartridge. She was able to prime the bubble from the system. She stated that she does not properly adjust the piston rod of the infusion device prior to inserting the insulin cartridge, and she was educated on the proper procedure. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.